Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 27/aug/2019 and inspection of the unit was performed on 30/aug/2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection. Control body grip scratched. Image spots. Middle light carrying bundle distal cover glass cracked. Passed wet leak test. Umbilical cable severe crush. Objective lens cracked. Passed dry leak test.. Pve connector housing scratched. Primary operation channel resistance . Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the customer upon completion. Parts replaced: air/water tube. Deflector operating wire. Deflector staycoil. Operation channel. Bending rubber. Lcb distal cover. Objective prism assy. O-rings and seals. Distal case/cap. Deflector body link. Light guide cable.